Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination. No lot code provided. All available radiographs were reviewed and no evidence of implant fracture, disassociation or anything indicative of a device non-conformance was found. Allegation could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot no evidence or deficiency suspecting an error in manufacturing/material that would be a contributing factor in the reported allegation(s) was identified. A device history record (DHR) review or manufacturing records evaluation (mre) was not necessary (nor possible without the lot code).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article, entitled: ¿is bone grafting always necessary in revision reverse total shoulder arthroplasty with uncontained glenoid bone defects?¿, by lotte verstuyft, md, laurence vergison, md, alexander van tongel, md, phd, lieven de wilde, md, phd, and published in j shoulder elbow surg (2021) 30, 1891¿1898, was reviewed. The study evaluated revision surgery of both anatomic total shoulder arthroplasties and reverse shoulder arthroplasties where the patients presented with uncontained glenoid boney defects. These were defined as those bone defects that were not superior or centrally contained in the native glenoid bone boundaries, instead running beside or crossing over the perimeters of those boundaries. This scenario complicates fixation of the revision metaglene baseplate, as the central fixation peg can ¿blow-out¿ the remaining glenoid bone and fail. Bone grafting to attempt to restore the native glenoid plane has been the standard approach to address this complex scenario. The authors present an alternative approach not requiring the grafting, but rather an alternative implant re-orientation and fixation technique. Sixty patients were included in the study. The authors did not include information identifying manufacturers for the components initially revised. For purposes of treatment, depuy delta xtend shoulders were implanted, and patients either received bone grafting (iliac crest autograft, or femoral head allograft) to restore the premorbid glenoid plane, or the authors¿ technique, central peg positioning in the spine pillar (cppsp) of the native scapular spine. The following complications were reported: complication: cppsp bone graft clavicle fracture: 22 nonunion of clavicle: 10 scapular notching: 02 hematoma: 01 metaglene loosening: 03 glenoid graft resorption: 01 dislocation - instability: 30 periprosthetic fracture - humerus: 11 stress fracture around scapula: 21 the primary failures in each group were shoulder dislocation for cppsp (treated with revision glenosphere and humeral cup), and metaglene implant loosening in the bone graft group (treated with glenoid construct revision and additional bone grafting). Non-union and clavicle fractures were related to clavicle osteotomies used in the surgical approach for exposure of the glenoid (treated conservatively). Humerus fractures were treated with revision to long humeral stem, or plate osteosynthesis. Stress fractures around the scapula were treated conservatively with braces and no surgery. Results demonstrated better functional outcomes for the cppsp group over the bone graft group, primarily in the area of post-operative strength. Other indicators were similar. The authors found that their technique was a successful means to treat uncontained glenoid defects in shoulder revision surgery, and offered some advantages over traditional bone grafting techniques. Patients in study were not identified by specific case or age/gender identifiers.